Event description:
In 2009, the physician attempted to deploy a tulip femoral filter. Upon unsheathing the filter, it was discovered that the secondary struts on the filter had been jammed up toward the hook and out away from the primary legs. A first attempt was to prolapse the secondary struts up over the cone and pull the filter out through the sheath. This proved difficult from the resistance. Various attempts were made to retrieve the filter from above using first the cook retrieval set, however, this was unsuccessful. A three loop snare was tried next, with the objective of collapsing the secondary struts to a point where it was possible to pull the device through the sheath. This failed as well. A 15m goose neck snare was then looped and tightened around the secondary strut and this allowed the profile of the device to be small enough to retrieve into the sheath and out through the femoral vein. After retrieval, a tulip was placed from the jugular approach. The principals reported the pt tolerated the procedure well and was not in any danger during or following the procedure.

Manufacturer narrative:
Evaluation: still under investigation at this time.